Event description:
Patient suffered out of hospital cardiac arrest secondary to presumed heartware pump failure, log files retrieved from controller indicated patient was connected to 2 batteries with voltage error codes, causing power cycling and ultimately leading to pump stoppage. FDA safety report ID # (B)(4).